Manufacturer narrative:
(B)(4). Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. The analysis results found that the device was received with the jaw broken. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip dropped from the jaws after several firings. Before this event, the deployed clip had a gap between legs. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Did the dropped clip fall into the patient?---no. Which firing of the device did this event occur on? ---the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? ---the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---the information was not provided from the hospital. Were any unexpected noises heard? ---the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.